Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the cable had pins pushed in on the receptacle. The cable was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system interconnect cable on the system 9800 was difficult to connect. There was no adverse patient involvement reported. There was no patient information reported.